Event description:
Info received indicates when the trend handle is activated; the bed will not go into trend.

Manufacturer narrative:
The technician found the shoulder bolt for the right trend mechanism was broken off in the frame and the trend gas springs will not help raise or lower the trend due to leaking oil from the gas springs. The technician replaced the shoulder bolt; extension and gas springs to repair the bed.